Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high pacing thresholds and a gradual rise in pacing impedance since implant more than eight years earlier. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. A distal portion was received measuring 44.5 cm. (B)(4).